Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 343 mg/dl at the time of incident and treated with a bolus. Troubleshooting assisted customer in clearing the alarms and the pump displacement test passed. During troubleshooting, the customer mentioned that his blood glucose went up to 507 mg/dl but declined to troubleshoot for the high. The customer was advised to monitor the pump and call back if any further issues.